Event description:
The patient stated that, after he had initiated a bolus of insulin, his infusion device signaled him of an alert. He then cleared the alert without viewing the actual alert displayed on the infusion device. He stated that he assumed the alert was related to a low insulin cartridge. He later went to program and deliver a bolus. He noticed that the infusion device did not respond to this action, thus he looked at the display screen to investigate. A "77" was displayed on the screen and the time was not displayed properly. During troubleshooting, he stated that his power pack had been in use for over 2 weeks. He acknowledged awareness of the recall and he acknowledge that the power pack in use at that time might have been a power pack affected by the recall. Due to the location of the patient at the time of the report, the lot number and expiration date of the power pack in use could not be provided. He stated that he would replace his power pack once he returned home. During the follow up, the patient's wife stated that, upon returning home, the patient replaced the power pack that was in use with a corrected power pack and the infusion device functioned properly. She stated they had recently moved and his supplies had been mixed together. She was advised to properly dispose of all remaining power packs affected by the recall and use only corrected power packs in the infusion device. No physiological effects were reported in relation to the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No products will be returned for evaluation.